Event description:
Same case as MFR# 2134265-2009-00484. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. During an office visit, the patient complained of angina at least two times a week. The patient was started on beta blocker therapy and statin therapy. The next day, the patient presented with recurrent chest discomfort suggestive of unstable angina. A right coronary angiogram was performed showing a significant 80% stenosis in the right coronary artery (rca). A 2.0x15mm non bsc balloon was advanced to the target lesion and was inflated at 8atms for 15 seconds. A 2.50x20mm taxus express2 drug eluting stent (des) was then deployed in the rca at 14atms for 30 seconds. The stent delivery system (sds) was then removed and a 3.0x16mm taxus express2 des was then deployed in the lesion at 12 atms for 15 seconds. The procedure was completed with 0% stenosis in the artery with no patient complications. Ten months later, the patient underwent right total knee arthroplasty and it was noted that the patient was taken off plavix for two weeks. Twelve hours later, the patient developed an acute myocardial infarction resulting in cardiac arrest and cardiogenic shock. The patient was resuscitated and then developed torsades which was treated with magnesium and was successfully resuscitated again. The patient was intubated and transferred to the cath lab and had to be defibrillated multiple times. It was discovered that the two stents placed in the rca were totally occluded. The physician performed multiple inflations with a 3.0 maverick balloon and then another manufacturer's 3.5x28mm stent was deployed at 18 atms with good angiographic results, restoring blood flow. The patient had timi 3 flow and was transferred to the ccu in critical condition. Since the patient's myocardial infarction there has been some suspected brain injury. Fourteen days later, the patient developed a fever. In addition, the patient also has respiratory failures and acute renal insufficiency. Nineteen days later, the patient underwent a tracheostomy due to ventilatory dependence. One month and three days later the patient underwent physical therapy and still remained in the sicu. Two months after the patient was admitted for right total knee arthroplasty, the patient was discharged from the hospital in stable medical condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.